Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/19/2024, znyo medical received a report from the customer reporting that the patient had an entire tubing of air however the pump did not alarm. No further information given in reference to the patient if the patient was harmed/injured.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Previously filed MDR #3006575795-2024-00769 is a duplicate of MDR #3006575795-2024-00749. Refer to 3006575795-2024-00749 for event details. Reference to complaint #: (B)(4).